Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the image becomes blurred, indistinct or noisy during reprocessing. There was no report of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: mist removal malfunction e104, component failure of the defogging function, damaged universal cord assembly, no picture, error b31. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mist removal malfunction e104 due to component failure of the defogging function, damaged universal cord assembly due to a component failure of the universal cord, no picture, error b31 due to component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.